Event description:
It was reported that the implantable cardiac monitor (icm) device was undersensing and reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.